Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device logs showed all meal announcements on the date of the event were requested via the user interface. Review of the data showed a pattern of inconsistent and inappropriate use of the meal announcement feature. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by excessive use of the meal announcement feature.

Event description:
On 9/20/24 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2024. The user reported that on (B)(6) 2024 their bg levels were in the 50s mg/dl and did not improve despite attempts to raise them. A manual bg test confirmed accuracy. The user ate some applesauce, which caused their bg levels to rise. Shortly after, they announced another meal, leading to a bg drop. Upon review of the ilet data logs, the user also made a lunch announcement and later made both a dinner and lunch announcement around 8:15 pm. The user claims to have only made one of those announcements. They ate breakfast and announced it 50 minutes after eating. The user denied making any additional meal announcements, as did their mother. The user required assistance to treat the lows and consumed chocolate milk, jello, peanut butter, and applesauce. The user stated that they still want to continue using the ilet but requested a replacement pump.